Event description:
Reporter alleged obtaining a discrepant blood glucose result of 67 mg/dl compared back to back to a result of 200 mg/dl when testing was performed 3 minutes apart on the aviva system. Reporter alleged he was experiencing hypoglycemic symptoms at the time so he self treated with orange juice. No other actions or treatment were reported. A request was made for the return of the suspect product and replacement product was sent.